Event description:
It was reported that a saline leaked occurred. A rotalink¿ plus was selected to treat the target lesion. While the assistant was flushing the rotaburr before the procedure, it was noted that liquid is leaking on the middle of the device. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. An attempt was made to wet test the device and saline leaked from the turbine. The advancer housing was dismantled and it was noted that the turbine housing was cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that a saline leaked occurred. A rotalink plus was selected to treat the target lesion. While the assistant was flushing the rotaburr before the procedure, it was noted that liquid is leaking on the middle of the device. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.